Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MFR: 2134265-2016-00278, 2134265-2016-00287, 2134265-2016-00288 it was reported that a pericardial effusion occurred post procedure. A left atrial appendage (laa) closure procedure was performed. After placing a double curve watchman® access system (was) in the laa, a 33mm watchman ® laa closure device & delivery system was advanced; however, the device could not be adequately positioned and both devices were removed. An anterior curve was then placed and a second 33mm watchman ® laa closure device & delivery system was advanced. This closure device was also not able to be positioned in the laa as the patient¿s anatomy was not conducive to the implant. The devices were removed without issue. Four hours post procedure, the patient experienced a pericardial effusion and was treated by pericardiocentesis. Over the next two to three hours, 600ml of fluid was removed. The patient remained in the hospital an additional day with a drain. No further patient complications were reported and the patient is currently doing well.